Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary wedge resection, the device was able to fire but there was a poor staple formation. The firing was stuck halfway, and then the staple was burst. The staples sis not form 'b' shape on the distal area. There was an incomplete staple line distally which was fixed by re-cutting the wedge with 2 outer staples. They expanded the resection of the tissue to remove the tumor and repair the incomplete staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. There was unformed protruding staple on the cartridge. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.